Event description:
It has been reported that the system crashed during bootup. An emergency patient was installed on the table while the system was in start up mode. The patient was transferred to another hospital as the system did not start up. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in complaint# (B)(4)/ report # 3003768277-2022-00626.this complaint will be closed as duplicate.